Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was no longer getting adequate pain relief. X-rays showed that the leads had migrated. No device malfunction was suspected. The patient underwent a lead revision procedure and was doing well postoperatively.